Manufacturer narrative:
(B)(4).

Event description:
It was reported two ventricular oversensing events were observed as markers on the threshold test after the device was implanted. The signals for the oversensing themselves could not be seen. The patient was asymptomatic. Programming changes were recommended. The oversensing events could not be reproduced during a threshold test when the patient returned to the clinic. The patient will be monitored.